Manufacturer narrative:
Additional information provided: d.11. The customer's report that the IV tubing set leaked due to a hole above the pump segment was confirmed. The set sample was inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a tear in the silicone segment directly below the upper fitment component. The tear was measured as approximately 0.03 inches in length. No other damage or issue was observed. Close inspection observed fluid leaking from the tear. No leak or issue was observed from anywhere else. Additional testing of repriming the secondary set observed no leak or issue. The root cause of the observed damage was not identified. The device history record search for model 2426-0007 could not be conducted due to no lot number being provided.

Event description:
It was reported that the IV tubing set leaked during an infusion of ceftriaxone and normal saline due to a hole above the pump segment which caused the antibiotic to flow down the pump into a puddle on the floor. There was no patient impact.

Manufacturer narrative:
Concomitant medical products: 500ml baxter bag, lot: y329599, exp: apr21, 0.9% sodium chloride injection; 50ml baxter bag, lot: p401067, exp: jan21, 0.9% sodium chloride injection 1g ceftriaxone for injection vial, lot: jr2006, exp: feb 2022 patient's relevant history: liver failure, suspect acute hepatitis in the setting of cirrhosis. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the IV tubing set leaked during an infusion of ceftriaxone and normal saline due to a hole above the pump segment which caused the antibiotic to flow down the pump into a puddle on the floor. There was no patient impact.